Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave an error message in form of an acu strobe failure. It us unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seal broken and the bottom case cracked. The pump event history log was unable to be reviewed due to a blank screen. Functional testing was performed using the power up process. A blank screen and constant alarm were identified at power up. The reported problem was due to the main printed circuit board not operating as intended. The root cause of the problem was not determined. To resolve the problem, the main printed circuit board was replaced and preventive maintenance was performed.

Event description:
Additional information received indicated this event occurred during routine maintenance. No patient was involved.